Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported, the tubing became detached from the cannula in the night while sleeping. The site location was upper thigh and the pump was worn on the waist band on same side as the site. The location of detachment was at quick release/site connector. The infusion was in use for day and a half. The infusions were stored in wardrobe and the patient was not sure about the stress or pull on the tubing. The patient was not sure whether the pump was dropped with the set connected to the patient's body. No further information available.